Manufacturer narrative:
(B)(4).

Event description:
Patient was referred for an elective vns explant due to pain in their neck by the electrode site and discomfort in their chest, but no recent trauma was noted. The patient also presented with a fever and feels fatigued. X-rays were ordered by the physician to evaluate the device, but no device malfunction allegation was made. The x-rays have not been reviewed to date by the manufacturer. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient had x-rays done for a MRI scan which revealed that their generator had been explanted. The explanted generator has not been received by product analysis to date.